Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the balloon deflated during use.

Manufacturer narrative:
(B)(4). A device history record review was performed , and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit (s-01700-130a rev 01) contains the warning "do not use excessive pressure to inflate the balloon." It also states "deflate the balloon completely prior to withdrawing the catheter to minimize the risk of damage to the cystic or common duct." The instructions-for-use (IFU) provided with this kit (s-01700-130a rev 01) contains the warning "do not use excessive pressure to inflate the balloon." It also states "deflate the balloon completely prior to withdrawing the catheter to minimize the risk of damage to the cystic or common duct." Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the balloon deflated during use.